Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed raw irritation under the therapy pads. The patient indicates no bleeding or open skin. The patient stated that their doctor provided them with clotrimazole for the irritation. During a follow-up, the patient indicated that the condition of the irritation had improved after applying the clotrimazole.